Event description:
The customer reported to baxter corporate product surveillance one (1) interlink continu-flo solution set in which leakage of unspecified chemotherapy drug resulted when the interlink port disconnected from a secondary medication set with interlink lever lock cannula during a patient infusion. The customer observed that the interlink port was difficult to access with the cannula of the secondary set prior to the event; the interlink port had been "loose" and the cannula on the secondary set would not stay in the port. There was patient involvement; however, there is no report of patient injury or adverse event. No further information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was not returned, however a companion sample was returned and evaluated. A visual inspection revealed no defects. Functional testing was performed, which revealed that all connections flowed and remained secure with no leakage found. Therefore the reported condition was not confirmed and the root cause could not be identified.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample is reported to be available for evaluation. If the sample is received or relevant additional information becomes available, a follow-up report will be submitted.